Event description:
A cobe cardiovascular perfusion pack was in use during surgery when a leak developed from the vanguard cardioplegia module. The leak caused blood to be sprayed onto the face of a clinician. The user was wearing eye protection. No patient injury resulted and no known injury occurred to the user exposed to the patient's blood.